Event description:
Customer reported the left monitor was blank and white. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. System operates as intended.